Event description:
Caller reported a cgm error related to the device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on performing a pump reset, after which the sensor session started successfully without further issues.